Manufacturer narrative:
The event date was reported as (B)(6) of 2017. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered 100 cc of milrinone in one hour, a higher rate or volume than programmed (over infusion) during therapy (dose, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.